Event description:
It was reported to philips that fluoroscopy apr was not accepted; ccd camera and nm units were replaced on a integris allura 9c integris allura 9f. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the ccd camera and nm power supplies and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).